Event description:
The patient was attempting to maneuver the walker device through a doorway when the front wheel of the walker became lodged in the vertical space between the open door and the door frame. The patient continued to push the walker forward, attempting to get it to go through the door. However, the device and patient toppled forward from the result of the forward motion and the resistance from the stuck wheel. The patient fell forward and landed on her face. There was no loss of consciousness, but there was bleeding from the nose as well as swelling & bruising around her left eye. CT of the spine was negative for fractures/subluxations. CT of the facial bones showed periorbital hematoma. CT of the brain showed suspicion for blood in the left frontal lobe. Serial neuro exams revealed no changes. Cleared by neurology after CT determined stable & neuro status was stable. Discharged the following day. Of note, the patient has used this device several times. This is the first time that this patient has toppled forward in it. Likewise, staff are very experienced working with patients who use this device. Staff was present when the patient was using the device. The safety strap was fastened at the time.======================health professional's impression======================the device became lodged in the doorway.======================manufacturer response for ambulation device--walker======================the manufacturer responded that the fall does not appear to be the fault of the device.